Event description:
Per the clinic, the patient experienced an infection at the implant site. The issue has been resolved and the patient resumed use of the device.

Manufacturer narrative:
(B)(4). Implanted device remains.